Event description:
The biomed reported that a speaker malfunction inop was displayed on the intellivue mx450 patient monitor and no sound was coming from the device. No death or patient injury or harm was reported.